Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trg biv ICD, implanted: (B)(6) 2011; 693558 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that a suspected right ventricular (rv) lead perforation was causing ventricular tachycardia (vt). During the rv lead extraction, the left ventricular (lv) lead was damaged. Both the lv and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4) : the full lead was returned, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage and visual summary analysis of the lead indicated stretching. A proximal portion was received measuring 46 cm. A distal portion was received measuring 53 cm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.